Event description:
Literature: albright al, ferson ss. Intraventricular baclofen for dystonia: techniques and outcomes. Clinical article. J neurosurg pediatrics. 2009;3(1):11-14. Summary: article evaluates the use of intraventricular baclofen (ivb) in nine children and one adult for the treatment of severe generalized secondary and heredodegenerative dystonia. Dose-dependent lethargy and bradypnea occurred sometimes at the beginning of infusion but always cleared within a few hours after a dose reduction. The pt's operation was uneventful but a csf leak developed through the scalp incision a few days postoperatively, believed to be due to the high pressure. The pt experienced a staphylococcus epidermidis csf infection, caregivers requested the pump system not be removed. Pt was treated with vancomycin both intravenously and via the pump and the infection cleared. See MFR report number: 2182207200901456.